Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Customer reported 2086s coban self adhesive wrap was applied over extremely drape during routine draping for total hip replacement on (B)(6) 2012. Alleged (B)(6) female experienced leg laceration, requiring suture and staple repair, during removal of wrap from lower right extremely with bandage scissors post hip replacement. Following reported events, customer reported policy change for removal of coban wrap post procedure. Policy changed from removal by unwrapping or cutting with bandage scissors to removal by unwrapping only. No add'l info available.